Manufacturer narrative:
No product was returned.  Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with moderate aortic valve calcification, at 80% deployment, the valve implant position was too deep; therefore, the valve was recaptured. The second deployment attempt was also deep, especially at the left coronary cusp (lcc). The delivery catheter system (dcs) was manipulated (pushed and pulled) with a stiff guidewire; however, this did not lead to an appropriate coaxial alignment within the native valve. The valve was attempted to be deployed two more times, with both attempts also deep on the side of the lcc. After recapturing the valve four times, with the dcs under a lot of force and resistance, the dcs spines broke. The dcs and valve were pulled into the ascending aorta, but a full recapture was not possible. The valve was only recaptured to 50%. The valve, hooked on the dcs, was pulled into the descending aorta where the dcs straightened out and relieved some stress in the system. The valve was then recaptured to 70%. The physician pulled the valve back against the inline sheath, which lead to an almost full closure of the dcs capsule. The dcs and v alve were removed from the body. When outside of the body, the dcs fell onto the floor and the dcs handle separated. Upon visual inspection of the dcs, protrusions from the dcs catheter shaft were noted. Subsequently, a new dcs was used to successfully implant a second valve. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the valve (d323253) was received loaded in the capsule of the delivery catheter system (dcs). The dcs handle was received with the front grip components detached. The front grip components were not returned with the dcs. The deployment knob was unable to retract or advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap / screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. The valve could not be removed from the dcs. Analysis on the valve therefore could not be performed. The spine of the dcs was broken approximately 88.5 centimeters (cm) distal to the wire lumen flush port. Damage to the stability shaft was observed approximately 120cm distal to the wire lumen flush port. Conclusion: investigation is pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Procedural films were received for review. The films confirmed two good valve load checks related to this event. The imaging provided confirmed the first valve system was attempted four times and was trending deep each time. The imaging provided confirmed the second valve system was implanted and the final angiogram confirmed a good result. The reported event indicates that there was difficulty positioning the delivery catheter system (dcs) in the annulus and the valve was recaptured four times due to sub-optimal positioning. The evolut instructions for use (IFU) states that deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the fourth recapture attempt, the valve could not be fully recaptured and a lot of force was felt. The dcs spine was reported to have broken. The subject dcs was returned to medtronic for analysis. The valve was received loaded in the capsule of the dcs. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. During analysis, the handle did not retract the capsule when it was turned and a spine wire break was observed approximately 88.5cm distal to the wire lumen flush port, confirming the spine wire break. Historically, torquing or manipulation of the dcs against the spine wires by the user may cause the spine wire to break. The IFU instructs the user not to rotate the dcs as is being advanced. Spine wire break is consistent with the observed inability to retract the capsule using the handle. When the spine wire breaks the force from the handle is not transmitted to the capsule. Based on the evidence available, the cause of the reported event and dcs damage cannot be conclusively confirmed. The valve was recaptured to 50% as the valve could not be fully recaptured in the ascending aorta. The reported inability to recapture the valve may have been caused by increased tension in the system. The force in the dcs when opening the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The cause of the inability to recapture the valve in this case was likely related to the broken spine wire. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The valve, hooked on the dcs and recaptured to just 50%, was pulled into the descending aorta where the dcs was able to be straightened out relieve some stress. The valve was then able to be recaptured to 70%. The valve was then pulled back against the inline sheath, which lead to an almost full closure of the capsule. The valve was removed from the body. Torsion marks were observed on the outer shaft of the subject dcs indicating the dcs was torqued during use, potentially due to the difficulty advancing. The IFU instructs the user not to rotate the dcs as is being advanced. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. It was reported that after the removal of the dcs from the body, the dcs fell onto the ground, separating the dcs handle. The front grip components of the dcs were observed to be detached from the dcs upon receipt of the dcs, confirming the event. There was no other evidence of damage observed on the subject dcs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.